Manufacturer narrative:
S/n (B)(4),lot 98441, ship out on (B)(6) 2015. Check the inventory in warehouse and from customer side, no stock found . Check DHR of this lot production ,no this nonconformity record . Based on the investigation information ,this event was single case, cuts and scratches to his ankles was caused by end user ambulate wheelchair with his feet . To avoid this case, advice customer to update user manual, avoid end user ambulate wheelchair with feet. Not returned.

Event description:
We received notice from drive regarding an incident involving a mechanical wheelchair, a product manufactured by us. The enduser received moderate cuts and scratches to his ankles from using the wheelchair. Enduser occasionally uses his feet to ambulate. Enduser went to the hospital to make sure ankle was not infected. This report is based on information provided by the importer drive.